Event description:
Celect platinum ivc filter, severely tip embedded with two arms fractured and embolized to the pulmonary artery. Could be related to prior manipulation as filter is distorted. Filter and fragments were removed successfully.